Event description:
An aneurx stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 49 months ago. Aneurysm morphology and vessel morphology at the time of implant were not reported. It was reported that the pt returned asymptomatically for routine f/u on (B)(6) 2010. The recent CT demonstrated distal stent graft migration of 20 mm with a proximal type 1 endoleak present. The stent graft migration was attributed to disease progression with aortic neck dilatation. Currently, the aortic neck diameter at the renal arteries is 27 mm and 20 mm below it is 36 mm in diameter. The decision was made to not intervene at the time. On (B)(6) 2010, it was reported that the proximal neck now measures 28 mm - 33 mm over 5 mm. It then drops off to 35-38 mm over the next 3 mm. The top of the graft is approx 2.5 cm from the renals and the aorta measures 35 mm at that location. The limited endovascular options were discussed and the decision was made to explant the stent graft; however, it is unk when the explant procedure was done. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: (stent graft migration, endoleak). Eval results & conclusion: (dilated aortic neck).